Manufacturer narrative:
The patient's weight is unknown. This information was not available from the facility. The patient's cause of death was unrelated to the study device or procedure. This is being reported as a follow-up to the clinical registry. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. (B)(6). PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical registry. During the index procedure, the product worked as intended and the device was discarded, thus no product evaluation was required. Although the cause of death is unrelated to the study device, death is listed in the IFU as a potential complications/ adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2017, a stellarex catheter was used to treat the target lesion of the right proximal and mid sfa. Approximately 33 months post index procedure, the patient expired. The cause of death and date of death in 2020 is unknown. The physician indicated it is unknown if the cause of death is related to the study device and unlikely related to the procedure. However, per clinical evaluation, this is unlikely related to the study device and not related to the procedure.